Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: admitted to r/o due to pressure alarms. Specific component(s) involved: other component malfunction. Other component: alarms only specific component malfunction not identified. Causative or contributing factor: no specific contributing cause identified other cause: intervention(s): none. Other intervention : implant device type: lvad.